Event description:
Elderly male post operation from coronary artery bypass graft x 3, "propofol tubing was found to have a crack in it. IV pump alarmed. When nurse went into the room she found propofol on the floor, and at that time discovered the crack".